Event description:
It was reported to bsc/target that, "stretched coil, originally thought to have prematurely detached". Upon evaluation it was discovered that the gdc pusher wire was broken therefore the complaint became an MDR.